Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated the infusion device shut off without first providing an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.